Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was in its third overdischarge. It was 6 months since the patient last had stimulation. The patient would travel to another country and did not have good power source for charging. The stimulation coverage was good when it last worked. It was noted that the healthcare provider (hcp) was going to replace the battery on (B)(6) 2014. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 377760, lot# v004734, implanted: (B)(6) 2006, product type lead; product ID 377760, lot# v003345, implanted: (B)(6) 2006, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient had the replacement done on 2014-(B)(6). He was receiving effective therapy post replacement. The explanted devices would not be returned to the manufacturer for analysis. It was noted that there was no malfunction with the old device; the patient had admitted that he traveled to the dominican republic often and just was not able to charge the device.